Manufacturer narrative:
Customer reported to MFR that sys cartridge was replaced and event was resolved. Instrument trace log being provided to MFR for investigation.

Event description:
Customer reported a low sodium blood gas result 110,5 and began treatment. Physician questioned result and requested retest on different instrument with results 117,9 mmol/l. No pt injury was reported. Controls and calibrators were within range.